Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing. Customer did reboot the machine and tried to pull the medication, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist (tss) dialed into the server. The server downtime query showed that messages were crossing with timestamps and the carefusion coordination engine (cce) disconnected flag was 0. The provided order identification (ID) number could not be found, so another sample was requested from the customer. Verification showed that the last message for facility code 166. Messaging and network services were restarted with no change. The issue was escalated to integration engineering support team (iest), iest team later accessed cce and found multiple queues not draining. The cce service was restarted, and message tracing displayed older timestamps. After the restart, 166 admit discharge transfer (adt) and orders mbm messages began crossed over successfully. The system functioned as intended after the technical support specialist troubleshot the device.